Manufacturer narrative:
Product analysis: visually, the inner shaft was displaced and missing from the inner hub which would have resulted in the reported event. There was deformation in the distal outside diameter of the inner hub. The outside diameter of the inner hub should be 0.330 ± 0.002 inches and measured 0.329 inches in the undamaged area and up to 0.353 inches in the deformed area which was out of specification. The hub washer was dislodged from the distal end of the hub. Functional testing could not be performed due to the broken state of the device. Conclusion: in the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). If information is provided in the future, a supplemental report will be issued.

Event description:
Health care professional reported that during use the device handle broken and foreign object inside. There was no patient involved.